Manufacturer narrative:
H6: removed 23, 67, 10, 104, 213. Supplemental 2 was filed in error.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Customer's blood glucose level was 183 mg/dl. Customer continued to use the pump for insulin therapy until replacement arrived.